Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator node power supply fuses and connectors were reseated. The system was found to be operating as intended.

Event description:
The customer reported, the loss of x-ray functionality. There is no report of pt injury.